Manufacturer narrative:
The t:slim x2 g5 pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently filled the infusion set tubing while connected to the infusion set site. Blood glucose level was 317 mg/dl. A temporary rate was set to address the issue.